Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements upon the patient's presentation to the hospital following delivery of a shock. The episode was reviewed and the shock appeared appropriate; all other lead measurements were within normal limits. The patient was hospitalized and revision performed 2 days later at which time lead fracture and insulation damage was visually confirmed in the area of the clavicle. The distal portion of the lead was stuck in the patient, as a result the physician chose to extract the proximal segment of the lead and surgically abandon the remainder. The patient's implantable cardioverter defibrillator (ICD) was also electively replaced at this time to eliminate the need for another procedure in the future for device replacement. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed only the proximal segment of the lead was returned severed approximately 39.5 cm from the is-1 terminal pin. Setscrew marks were noted on all terminal connectors at the correct location. Trilumen insulation damage was observed as evidence of abrasion and webbing damage were apparent in all lead lumens approximately 38 cm from the terminal pin. Closer inspection noted that the conductor coils were cut rather than fractured and continuity testing of the returned segment found it was electrically continuous. The lead damage was determined to be caused by localized compressive stress on the lead surface that was the likely result of clavicle/first-rib entrapment.